Event description:
The customer reported to olympus that a no image issue occurred when using the otv-s190 visera elite video system center. There was no patient harm reported as a result.

Manufacturer narrative:
The device was returned to olympus for evaluation and the allegation was confirmed due to an internally bent pin in the video connector socket. The findings also recommended that the software be upgraded from version 3.0 to 3.1.0. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Customer reported the issue occurred before procedure and the event date was june 30, 2022.

Manufacturer narrative:
Update b3: event date june 30, 2022 . Additional information provided by customer response added to b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the bent pin inside the video connector socket caused the failure. However, it is unknown what caused the pin to become bent. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.